Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of burkholderia spp as desulfovibrios desulfuricans in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation fine tuning according to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between 02 and 04 may 2021. The fine tuning status with vilink alert tool is useful only if all mandatory fine tuning criteria have been met. In this case, the fine tuning done prior to the misidentification did not meet the requirements. Spot preparation quality the customer¿s spot preparation quality was not optimal. Analysis of the spot quality preparation, showed the calibrator ¿all peaks¿ values are quite heterogeneous. Kb review based on the information provided, the expected identification has been defined as burkholderia spp which is not present in vitek ms kb v3.2 at a genus level. The knowledge base 3.2 includes more than 17 species (b. Ambifaria, b. Anthina, b. Arboris, b. Cenocepacia, b. Cepacia, b. Contaminans, b. Diffusa, b. Dolosa, b. Gladioli, b. Lata, b. Latens, b. Matallica, b. Multivorans, b. Pyrrocinia, b. Stabilis, b. Ubonensis, b. Vietnamiensis). Sample data analysis the analysis of the mzml sample shows that number of all peaks were heterogeneous (between 30 and 152). Misidentificaton and low discrimination were obtained with the lower number of ¿all peaks¿ (30 and 54), indicating the issue could be due to a non-optimal spot preparation. Reprocessing the customer data with saramis kb v4.17 (under development), spectra led to no identification results and a single choice to the expected identification as burkholderia arboris (which is included in the knowledge base v3.2 library). In addition, the following system limitation is mentioned in the vitek ms v3.0 knowledge base user manual ref. 161150-556-b: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion the cause of the customer¿s issue is a combination of a known system limitation regarding how spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met. Since january 2016, no similar complaints have been recorded. No isolate of burkholderia spp was misidentified as propionibacterium acnes.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of burkholderia spp as desulfovibrios desulfuricans in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that the vitek® ms obtained a result of desulfovibrios desulfuricans. The isolate was sent to a reference laboratory where it was identified as burkholderia spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.